Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 06/01/2016. The fse found that tubing at pinch valve pv27 was faulty. The fse replaced the tubing, which repaired the leak and the failing controls. (B)(6).

Event description:
The customer reported a leak from the coulter lh 500 hematology analyzer. The instrument generated voteouts for differential controls when the leak was noticed. The volume of the leak was about 1 ml and was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a laboratory coat at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The date of manufacture was changed from 02/01/2010 to 11/01/2011.